Event description:
According to the reporter: the egia load fired and knife blade advanced. After the complete fire, the knife blade would not return and the device would not open. The device had to be pulled out without opening. The staples did not form and the device was pulled out without opening causing bleeding. Blood was controlled and nothing further done. Trying to get instrument to open caused 30 extra minutes to the case.

Manufacturer narrative:
(B)(4).